Event description:
Chemoplus chemo spill kit contains latex gloves but has a label that says "not made with natural rubber latex." Supply was notified of the incorrect safety label but refuses to return effected product that contains latex.